Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to high blood glucose on (B)(6) 2017 with blood glucose of 576 mg/dl at the time of the incident. The customer completed a set change and their levels stayed high. The customer used the pump and manual injections to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer also mentioned that they were in the emergency room in (B)(6) due to lows. The customer went down to 32 mg/dl. The customer lost consciousness for the may and august incidents so they do not remember much. The insulin pump will not be returned for analysis.